Event description:
It was reported that during a device check by the customer, the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/28/2015 for investigation. Investigation results as follows: visual inspection was performed and no physical damage was observed. The reported user advisory (ua) 16 (timeout moving to take-up position) was not duplicated during functional evaluation. Unrelated to the reported complaint, a ua 7 (discrepancy between load 1 and load 2 too large) was observed upon functional testing. No further functional testing could be performed as a result of the ua 7. Further inspection of the device identified that load cell 2 was over-reporting, causing the ua 7 to occur. The platform's archive was reviewed and the reported complaint was confirmed; multiple ua 16 codes were observed on the reported event date of 01/05/2015. Further inspection of the device identified the cause of the ua 16 codes to be the drivetrain motor not functioning properly. In addition to the ua 16 codes, ua 18 (max take-up revolutions exceeded) also occurred on the reported event date. Based on the archive data, the cause of the ua18 codes was determined to be insufficient load applied to the platform while the device was in operation. Based on the investigation, the parts identified for replacement were the drivetrain motor and load cell modules. In summary, the reported complaint of the platform displaying a ua 16 message was confirmed through platform archive review and was attributed to a defective drivetrain motor. In addition to the reported ua 16, ua 18 was seen in the archive occurring on the reported event date as well as a ua 7 upon functional testing. Through load cell characterization, the ua 7 was determined to have been caused by load cell module 2 over-reporting. The ua 18 seen in the archive was attributed to insufficient load applied to the platform during operation. Following service, including replacement of the drivetrain motor and load cells, the platform passed all test criteria.